Event description:
It was reported that the right atrial (ra) lead exhibited mirror image noise on atrial tachycardia/atrial fibrillation (at/af) episodes, with potential lead insulation breach. It was also reported that the right ventricular (rv) lead exhibited mirror image noise, with potential lead insulation breach. Both the ra lead and the rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.